Manufacturer narrative:
Cfn-2014-1095 device evaluation: results of investigation: one (1) open sample was received for evaluation. The sample was visually inspected and no issues were found. The mask was found within specification per carefusion standards. No issues were found during review of the internal production records for the lot indicated that could result in the reported condition. This includes review of raw material and components used during the manufacture of the lot involved. A two year review of complaints data was reviewed and it was observed that no similar issues were reported for this product code. At this time, carefusion recommends following the directions for use (dfu) prior to placement on the patient. The product code indicates the following: place mask over patient¿s face covering both nose and mouth. Slip strap over patient¿s head and adjust for comfort ant fit. Pinch nose clip to provide a seal around the nose. Carefusion will continue to monitor and trend this issue.

Event description:
Customer reported: recently had an issue where the simple mask slipped up into the eyes of a patient waking up/recovering from a procedure. The edges of the mask slipped up in to the patients eyes causing a corneal tear that had to be addressed and fixed by an eye specialist. I¿ve included pics to compare the 001201carefusion mask to the hudson mask. The carefusion mask does have sharp edges in comparison to the hudson product that has flared edges that are more protective to the patients eyes. Additional information received on (B)(4) 2014 from ((B)(6)): male, (B)(6). The patient explained that when he was in recovery, he complained about his left eye feeling like there was something in it. He said it felt sort of like a grain of sand. He and his wife told the recovery nurse this and he said that by the time he was leaving, the nurse had given him an ice pack because it was starting to swell some. It progressively got worse over the course of the afternoon, so he contacted his optometrist and was seen that afternoon. He was told that he had a small tear on his cornea. This was repaired by the optometrist . He believes that something happened while he was in the procedure room but is not sure what may have caused this. He mentioned something about it possible being the oxygen mask.

Manufacturer narrative:
(B)(4). Device is in the process of being sent to the manufacturing plant. Upon carefusion's investigation, a follow up medwatch will be submitted.